Event description:
It was reported that the patient was getting good symptom control, but starting on (B)(6), he would feel a shock down his left arm when checked his right battery with his patient controller by using either of the grey buttons. Turning the device off and back on did not cause a similar shock, and the shock did not happen at any other time. The patient checked his device almost daily and the shock did not start happening until (B)(6). No stimulation adjustment had been made. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient's implantable neurostimulator (ins) was turning on and off which the patient felt was "odd" because they did not feel it before. Therapy and full impedance measurements had always been within normal limits. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was turning on and off with the patient programmer. It was noted that the event was attributed to an unknown issue with the implantable neurostimulator, and the issue "may be normal". It was reported that there were no abnormal impedances, no interventions, and signs and symptoms included tingling down the arm. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is #3004209178.